Event description:
Covidien received info that during patient use, the ventilator's upper display was changing colors making lines undefined and flickering. The device did not stop ventilating. The device was removed from the patient. There was no change in patient therapy or patient injury.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), which resolved the customer reported issue. The ventilator passed testing and calibrations.